Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients is male/62 years of age. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Referenced article: long-term clinical outcomes of subcutaneous versus transvenous implantable defibrillator therapy. J am coll cardiol. 2016;68(19):2047-2055. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillator (ICD) systems. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there were patient deaths referenced. Of note, the article indicated that there was no allegation that the deaths were product-related. There were also patients with inappropriate shocks, infection/erosion, twiddler¿s syndrome, supraventricular tachycardia. There were also reported lead displacements, device/lead oversensing, and lead ¿failures.¿ there were also leads used that were under advisory. The status/location of the products is unknown; however, there were noted product replacements and upgrades performed. Further follow up did not yet yield any additional information and any additional information pertaining to the cause of death has been requested and not yet received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.